Manufacturer narrative:
Other text: d4 UDI: (B)(4). Device evaluation: we received one device for investigation. Visual inspection performed and found pump used not in original packaging. Air in line alarm was found in the event history log. The customer reported issue was duplicated and device alarmed and displayed air detected issue. Air detector caused tge reported issue. For all enquiries or follow-up questions related to the record, do not use(B)(4) m located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported the device alarming air in line when there is no air in the line. It happened during testing with no patient injury.